Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in two pieces. Two external insulation abrasions were found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was isolated to the exposure of the outer coil at the abrasion zones which is consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a device exchange for normal elective replacement indicator (eri), the ra lead was explanted and replaced to resolve the event. No anomalies were visually observed on the lead. The patient was stable with no consequences.

Event description:
During an in clinic follow-up, noise that led to oversensing was detected on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.